Event description:
The pump was returned for investigation. Investigation revealed that all of the keypad buttons were unresponsive and the keypad cover and button contacts were missing from the pump. Evaluation also revealed a crack in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 07/14/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/14/2015 with the following findings: evaluation revealed that the keypad was missing from the pump. All of the keypad buttons were found to be unresponsive. All of the button contacts were missing. Evaluation also revealed a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).